Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): (B)(4), FDA patient problem code(s): (B)(4).

Event description:
It was reported that after use there were erroneous results, second attempt with same samples were correct with a bd microtainer® tubes with k2e (k2edta). The following information was provided by the initial reporter: (3 of 3 complaints) it is reported customer's sysmex model populated qns with an adequately filled tube but resulted fine on second attempt with same sample.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated visually and no issues were observed relating to clotting as all samples met specifications. Per complaint history check this is one of 2 complaints for lot 9294559 and for this reported condition. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. At this time, based on the investigation performed, we are unable to confirm this complaint. Bd was not able to identify a root cause for the indicated failure mode. Factors related to the user handling or patient conditions cannot be discarded as possible root causes. A review of specimen handling and storage parameters is recommended for this tube type.

Event description:
It was reported that after use there were erroneous results, second attempt with same samples were correct with a bd microtainer® tubes with k2e (k2edta). The following information was provided by the initial reporter: (3 of 3 complaints) it is reported customer's sysmex model populated qns with an adequately filled tube but resulted fine on second attempt with same sample.